Event description:
Caller reported blood glucose results of 64 mg/dl on customer's aviva system and 160 mg/dl on sister's aviva system within 10 minutes. No information was provided for the system on which the 160 result was obtained. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.